Event description:
It was reported that the 3.0x38 mm esprit btk scaffold was implanted. During post-dilatation it was noted that the distal platinum marker had separated and was not visible. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.